Event description:
The customer reported via phone call that the insulin pump alarmed button error when they changed the battery. The customer attempted to clear the alarm by removing the battery another time, but now the buttons are not working. The blood glucose reading was 130 mg/dl. The customer stated that they noticed moisture under their case when they were at the gym. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.